Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Residue and corrosion seen around the motor shim, arm roller and housing. Residue also seen on the pinion, upper and lower shaft of gear 3 and on the lower shaft of gear 4. Pump failed the 3 rev flow testing 3 different times with high flow test results. The drug per analysis was baclofen.

Event description:
The device was returned with no info.